Manufacturer narrative:
After receipt of this report on (B)(4) 2011, (B)(4) of mini-lap technologies personally spoke to the attending surgeon, (B)(6). (B)(6) stated that this was an elective case and the patient had a large and distended gallbladder when he tried to move the gallbladder he pushed hard with the alligator and caused the jaws to bend. (B)(6) then stated that he attempted to straighten the jaws utilizing another instrument and while he was doing this one of the jaws broke. As of this date the instrument has not been made available for mini-lap technologies to evaluate. Mini-lap tested 10 jaws in a simulated instrument utilizing (B)(4) to evaluate how much force it would take to break the jaws, the results showed that during a straight pull the jaws yielded at an average of (B)(4). Per leg. Another test was performed on 10 instruments by bending each jaw 180 degrees from their present position to determine how many bending cycles of the individual jaw legs would cause the device to fail. The ten instruments (20) jaws averaged 14 bends prior to deformation (cracking, breaking, twisting). A correspondence was sent to our distributor instructing them to contact all their sales representatives to instruct the end user to not attempt to straighten bent instrument jaws. Additional device evaluation of the instrument will be completed after receipt of the instrument and the results will be forwarded. A review of the instruction for use booklet states under warnings and precautions item #7, 8 to avoid damage to the instrument tips (jaws).

Event description:
A (B)(6) in surgery for procedure when the mini-lap alligator grasper broke inside of the patients abdomen. Physician attempted to retrieve the piece of the grasper but was unable to locate it. X-ray performed. Investigation ongoing at this time.